Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by an end user, who stated that the wheelchair tipped over backwards and caused a head injury. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.